Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the high bg and time issue could not be verified.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered and a manual injection was administered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.